Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have definitively contributed to the event. The patient impact beyond the reported symptoms and additional procedure is not anticipated as it was communicated per the case report forms, the patient outcome is ¿resolved/recovered.¿ therefore, no further clinical/medical assessment is warranted. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part numbers over the past 12 months and for the batch numbers based on historical data of the devices did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed in warnings and precautions that postoperative patient care and directions and warnings to patients by physicians are extremely important. Postoperative therapy should be structured to prevent excessive loading of the operative knee. Protected weight bearing with external support is recommended for a period of time to allow healing. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include, injury, patient condition and/or medical history. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after tka was performed on 07-jan-18, the patient experienced arthrofibrosis. This event was treated by performing an additional surgery on (B)(6) 2023. Patient's outcome is ongoing.